Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked by the l bracket, the battery door and the right plunger case were cracked, and the there was visible contamination. A review of the event history log identified depleted battery. During functional testing using biomed diagnostics monitor battery status and installed test battery and tested for battery charging, the reported issue was duplicated. The pump had a counterfeit battery. The root cause was customer induced via the customer's use of unapproved / counterfeit components to repair their pump. The use of counterfeit components in the repair of the pump is strictly prohibited. Replaced battery and performed preventative maintenance . (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump's motor drive was off. No patient injury was reported.